Event description:
The customer contact reported a crack; subsequently a leak was noted. The tubing set was being used to deliver an unspecified concentration of IV tylenol, at an unspecified rate. After an unspecified length of time, the customer contact reported that a crack was noted in the tubing right by one of the claves. The medication was replaced. No specific details were provided. There were no reports of any adverse pt effects and no delay of therapy critical to any pt. No medical interventions were reported. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The list number and lot number of the device that was in use is unk. The customer contact did not provide any information about the device list number; therefore, the brand name and common device name are unk. However, the customer contact identified the device as an unspecified plumset. This report represents all the information known by the reporter upon query by hospira personnel.